Manufacturer narrative:
(B)(6). Complaint of overheating could not be reproduced. Product passed functional testing and high speed testing (100-10,000 rpms) with 3 different type blades installed. Unit passed functional tests on both dyonics power and dii test control units with and without footswitch. No problem found. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time.

Event description:
It was reported that during a knee arthroscopy that the product was too hot to hold. There was no reported patient injury and a short delay in the procedure.